Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve's flexibility was poor. The valve was never implanted.

Manufacturer narrative:
The returned valve met the requirements for patency, leak, and reflux testing. The valve did not meet the requirements for pressure-flow testing. Upon reviewing the DHR, it was found that for the lot number of the returned valve has a use by date of ¿2018-10¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.